Event description:
A customer reported an event of an odor/smell emitting from the sterrad nx sterilizer. Three healthcare workers (hcws) reported reactions of nasal congestion, eyes burning, headache and nausea. Per the facility's procedure all three hcws visited the emergency room. All three hcws did not receive any medical treatment or prescriptions and are reported to be "fine." An asp field service engineer was dispatched to assess the unit on site. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months ((B)(6) 2013 to (B)(6) 2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from (B)(4) 2013 through (B)(4) 2014 and revealed a significant trend which is addressed in CAPA. The trend for the product malfunction code human reaction was reviewed from (B)(4) 2013 through (B)(4) 2014 with the highest risk acceptability considered to be broadly acceptable. The trend for the product malfunction code eye reaction was reviewed from (B)(4) 2013 through (B)(4) 2014 with the highest risk acceptability considered to be broadly acceptable. The trend for the problem code "haze mist/vapor" was reviewed from (B)(4) 2013 to (B)(4) 2014. No significant trend was found. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. The shuma indicates the risk is broadly acceptable for mild (limited) exposure to oil mist vapor. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The oil mist filter was returned and tested. The part was able to pass functional testing with no problems found. The reason for return was not confirmed. The pump oil was returned and it was visually verfied to be normal in color. The reason for return was not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil and oil mist filter were replaced. Unit meets specifications and was returned to service on 12/17/2013.